Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had experienced a skin rash at the insertion site. The patient sought medical care and received a prescription topical medication to treat the rash. This complaint is being reported as the issue required medical intervention. The product issue is not likely to cause a blood glucose excursion because the sensor has no effect on insulin delivery.